Event description:
It was reported that intermittently there is no image on the monitor. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube assembly. The system operates as intended.